Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis chipped out on lower left front corner of top case was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the force sensor and plunger cable. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor bridge test fail was experienced.

Event description:
It was reported that a force sensor bridge test fail was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis chipped out on lower left front corner of top case was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the force sensor and plunger cable. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.